Event description:
The following has been reported: nurse reported: pump sn # (B)(6) mid infusion stopped and alerted "service needed". The pump was fully powered down and restarted. The view demo video came up but then once again alerted "service needed" the nurse was later able to program the pump without issue. Today upon programming a new infusion the pump displays "pump problem" alarm and has been removed from service. A preliminary review identified the following issue: mechanical hardware failure (vr assembly) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a service needed alarm. The device was functioning normally until the end of a mock infusion, then service needed alarmed. The resistor also moved just enough to lock the resistor motor. The device was opened for internal inspection but there is no damage identified. The resistor motor was removed to be reclocked, it was then discovered that the motor and frm pcba were defective. The motor and frm pcba were replaced and a mock infusion was attempted but the resistor continuously spun. Since the resistor spun irradically, the encoder pcba was changed, the resistor continued to spin. This showed that there is a logic issue with the som. It was found that the som needed to be replaced. Additionally, one of the pogo pins was sliding in its socket causing the batteries to not charge. Rear housing was replaced due to the pogo pin issue.